Manufacturer narrative:
Device evaluated by MFR.: a promus elite ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the proximal region found to be misaligned. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no signs of damage. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a bend of between >45 degrees and <90 degrees located in the moderately tortuous and moderately calcified left circumflex artery. Following pre-dilatation with a non-bsc balloon catheter, a 24 x 3.00 promus elite mr drug-eluting stent was advanced for treatment. However, there was significant resistance while tracking the lesion, the stent failed to cross the lesion and was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a bend of between >45 degrees and <90 degrees located in the moderately tortuous and moderately calcified left circumflex artery. Following pre-dilatation with a non-bsc balloon catheter, a 24 x 3.00 promus elite mr drug-eluting stent was advanced for treatment. However, there was significant resistance while tracking the lesion, the stent failed to cross the lesion and was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.